Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged when attempting to reposition the device. The stent was removed with a snare. The procedure was successfully completed. No patient complications were reported.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged when attempting to reposition the device. The stent was removed with a snare. The procedure was successfully completed. No patient complications were reported. It was further reported that the procedure was completed with balloon angioplasty.

Manufacturer narrative:
The synergy xd mr us 3.00 x 12mm stent delivery system was returned for analysis. The device was returned with an additional device (snare) with damaged stent attached to wire loop of snare and not to the device. The balloon cones were reviewed. The balloon was found to be in a deflated state with crimp markings visible. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found 2 kinks measured at 4.5cm and 7.5cm proximal to distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged when attempting to reposition the device. The stent was removed with a snare. The procedure was successfully completed. No patient complications were reported. It was further reported that the procedure was completed with balloon angioplasty.